Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labelling was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a burst balloon some time after the procedure. There were no missing pieces to the burst balloon, but the patient did feel increased pain after new catheter was placed. Per additional information from the ibc via email 29apr2020; no medical intervention required for the increase in pain for the patient.